Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Retainer ring=black. . On 08/13/2021 customer called in with the following concern: patient received a button alert, stuck button and failed battery alarm. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found. Proceed it by cutting unit open and perform a visual inspections of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). The adapt tool reveals that on 07/22/2021 at 13:47:19 hour through 13:53:51 hour a total of 2 stuck keypad alarm(61) were recorded, and on 08/15/2021 from 04:55:32 hour through 07/:13:12 hour a total of 10 stuck keypad alarms(61) were recorded. Pump error 53 alarm was also recorded on 08/13/2021 at 07:20:56 hour. File number: 620 line number: 3965. Per r&d investigation pump error 53 occurred in file 620(fln_sensor_glucose_rf_ble_c) in line 3965. In function sg process measurement data backfill triggered system_sw_error due to null pointer. Value of pointer was returned from sg prepare back fill cache for new sg readings. This pointer could be return with value null in case if no empty slot found in massive max_backfill_cache, software error. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector and keypad flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. In conclusion no keypad anomalies, low battery alarms or unexpected battery power loss noted during testing. However, multiple stuck keypad alarms noted in download history file. Unit may have had an intermittent failure not detected during our testing.

Event description:
Medtronic received information that keypad unresponsive/button error alarm, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.